Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the european edwards affiliate, approximately 4 months post tavr procedure, the patient underwent a valve in valve procedure for paravalvular leak (pvl) due to malposition. Initially, 26mm sapien 3 valve was implanted in a 70:30 aortic/ventricular position. The final angiogram showed the valve had been positioned with the bottom of the middle marker at the annulus level therefore resulting in grade ii pvl as the outer skirt was ¿too deep to seal¿. The decision at the time was to not post-dilate but instead have the patient undergo a tee in the following weeks to see if the pvl grade decreased. Two months post procedure, tee showed remained unchanged at grade ii. As the patient was symptomatic, the decision was made to post-dilate the valve with a 26mm sapien 3 delivery system balloon and add 2cc more than the nominal volume. Post dilatation angio showed grade 1 pvl and trace central insufficiency. The patient was extubated and is doing fine. The patient¿s native annulus measured 24mm by tee. The image intensifier angle was noted as fair, the coaxial alignment of the delivery system and valve was noted as good. Ventilation was not held and there was no loss of pacing captured during valve deployment.

Manufacturer narrative:
Additional information provided confirmed the patient had a moderately severe calcified annulus and leaflets as well as aortic root calcification. After the second valve was implanted, the pvl ¿improved¿ and central insufficiency remained as mild. The diastolic pressure improved from 30 to 70mmhg. The patient was discharged under better clinical conditions. Per the instructions for use, valve malposition and paravalvular leak (pvl) requiring intervention are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. In this case, per report, the valve was malpositioned (too ventricle) resulting in pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.